Manufacturer narrative:
Unique identifiers were not provided. Therefore a comprehensive re-review of manufacturing and internal records could not be conducted. Additional information has been requested. Should unique identifiers are provided, a complete investigation/evaluation will be conducted and a follow up report submitted.

Event description:
Rti surgical, inc (rti) received a complaint indicating that the patient underwent implantation of a bovine pericardium dural graft and after an unknown period of time, the patient developed a cerebrospinal fluid (csf) leak. The patient was taken back to the operating room and it was noted that the middle of the graft had dissolved while the edges were still retained by the suture line. Additional information has been requested. To date, rti has not received additional information.